Event description:
Customer reported that he underwent a laparoscopic ventral hernia with mesh implant in 2005. The pt subsequently developed a recurrent hernia in 2006. The relationship of the reported recurrent hernia to the device is not known, however, the customer reports that the mesh was not tacked down and rolled over. A competitor device was placed over the existing mesh at this time. The pt presented in 2008 with a recurrent hernia, and adhesions to the implanted mesh products. The pt underwent explant of both mesh products.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.